Event description:
A malfunction alarm was reported by the customer, identified as "malf 9". There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer acknowledged understanding to continue using the pump with instructions to call back if the issue reappears.